Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) defibrillation coil was variable. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected lower range. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected lower range,. On (B)(6) 2015 rv pacing impedance measured 285 ohms, down from impedance in the 300-400 ohm range. On (B)(6) 2015, rv coil impedance measured 28 ohms; down from impedance in the 30-40 ohm range. On (B)(6) 2015, svc coil impedance measured 36 ohms; down from impedance in the 40-50 ohm range. (B)(4).

Event description:
It was reported that an alert triggered due to low right ventricular (rv) lead pacing impedance right after surgery for left ventricular assist device (lvad) placement. It remained low for a bit and then went back to the normal range. The superior vena cava (svc) and rv coil impedances were also below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.